Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that there are foreign objects in the server plug-in, forceps elevator wire, forceps elevator, and the inside of the light guide lens. In addition, the adhesive around the light guide lens had a chip, and the adhesive around the objective lens had a crack. There was no patient involvement.